Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Neuropathy [neuropathy peripheral]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream, unspecified total daily use on denture she received approx 26 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries which have left her unable to perform her normal, customer and daily activities, was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion, and hypocupremia. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for 26 years. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.